Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx2 bifurcated in 2016. During a recent follow up, the physician observed a possible endoleak type ia. The physician elected to place an aortic extension to successfully resolve the leak. The patient was reported to be doing will after the re-intervention.